Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device powers off even when it was connected to the power supply. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a defective instrument board. The instrument board was replaced and the unit functioned as designed.

Manufacturer narrative:
.